Event description:
(B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing had detached at the quick release. Further, the site location was her abdomen and the pump was also located on her abdomen. The infusion had been used for one day. There was stress or pull on the tubing because of the 'smart vest: airway clearance system' and the pump was not dropped with the set connected to the patient's body. Reportedly, her vest effected the insertion site and it seemed to pull out the cannula out of her skin, when she started using the vest. Reportedly, she was using a 'smart vest: airway clearance system' a therapy that could help her breath better. Moreover, it was stated that she had used her thigh as the site location, but it did not work because it always fell off. Further, she had wasted too much infusion sets and it always fell off/dislodge while using the smart vest. No further information available.